Event description:
During an embolization procedure, the prowler select plus (mc) microcatheter ((B)(4)) was repositioned, but the enterprise stent ((B)(4)) could not be pushed or pulled and it was stuck in the mc. The doctor then successfully used a new enterprise stent and prowler select plus to complete the case. Prior to the event, the introducer sheath of the enterprise stent was properly inserted in the y connector and hub of the mc, additionally irrigation was properly checked. The stent was slowly pushed into the mc to the aneurysm, and during insertion, no additional force was utilized to advance or remove the delivery system. During the attempt to repositioning the microcatheter, the enterprise was not exposed out to of the mc, and after the enterprise would not advance or retrieved, the delivery system and mc were removed as a unit. The mc was not re-shaped, and a jailed technique was used for this case. All labeling guidelines were followed for inserting the device in the mc, and there were no kinks in the mc that may have contributed to the event. The vessel was torturous. Other than the reported event, no other damages were noticed on the device (delivery system/introducer-broken, fracture, unraveled, stretched, separated, kink, bend, etc or stent-uplifted struts, kink, bend, fracture, separated, etc) or microcatheter. The products will be returned for analysis.

Manufacturer narrative:
During an embolization procedure, after advancing the enterprise vrd (enc452812/10081341) through the prowler select plus microcatheter (606s255x/15547031) up to the aneurysm, when trying to reposition the microcatheter (mc) the enterprise stent could not be pushed or pulled and it was stuck in the mc. During the attempt to repositioning the mc, the enterprise was not exposed out to of the mc. After the enterprise could not be advanced or retrieved, the delivery system and mc were removed as a unit. A new enterprise vrd and prowler select plus were used to complete the procedure. Prior to the event, the introducer sheath of the enterprise stent was properly inserted in the y connector and hub of the mc, additionally irrigation was properly checked. The stent was slowly pushed into the mc to the aneurysm, and during insertion, no additional force was utilized to advance or remove the delivery system. The mc was not re-shaped, and a jailed technique was used for this case. All labeling guidelines were followed for inserting the device in the mc, and there were no kinks in the mc that may have contributed to the event. The vessel was torturous. Other than the reported event, no other damages were noticed on the device (delivery system/introducer-broken, fracture, unraveled, stretched, separated, kink, bend, etc or stent-uplifted struts, kink, bend, fracture, separated, etc) or microcatheter. One non-sterile enterprise was received in a plastic bag. The distal tip showed no evidence of damage. Functional analysis was successfully performed with a prowler select plus lab sample. The enterprise delivery wire and stent passed through the prowler select plus mc without any resistance. The stent was inspected under microscope and no anomalies were observed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10081341. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported resistance/friction with the enterprise vrd was not confirmed with functional testing. Additionally, there was no discrepancy with functional testing of the returned concomitant mc. The root cause of the reported event cannot be conclusively determined; however, there is no evidence of any manufacturing issues related to the event. The device did not present with any indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment. It appears that clinical/procedural factors may have contributed to the event; therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00210 and 1058196-2012-00211.

Manufacturer narrative:
One non-sterile cnv enterprise was received in a plastic bag. The microcatheter was not received for analysis. Distal tip showed no evidence of damage. Functional analysis was successfully performed with a prowler select plus lab sample, and it was observed during functional analysis that the guidewire passed through the prowler without any resistance as well as the stent. The stent was inspected under microscope and no anomalies were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10081341. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery wire- resistance/friction" was not confirmed since the functional test was successfully performed. The root cause of the reported event cannot be conclusively determined; however, this event does not appear to be related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore, no corrective or preventive actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00210 and 1058196-2012-00211. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00210 and 1058196-2012-00211.